Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-00676. It was reported that one of the patient's peripheral leads had been cut during a pervious fusion. In turn, the lead was replaced. Postoperatively, patient has effective therapy. As it is unknown which lead was cut, both leads are being reported.